Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, and half-way through the leg, the hemopro tissue welder started beeping, the device was on "auto-on" and got red-hot and was smoking. It was a brand new hemopro cord. It was correctly sterilized. During the pre-test, the device worked accordingly. Once it began beeping and smoking, the device was pulled out of the patient's leg and was unplugged from power supply. Physician assistant (pa) stated that the leg was very bloody because of the hot hemopro and almost had to open the leg to get the bleeding to stop. Pa stated that the tissue welder cut a hole in the branch with the hot jaw. The cord was switched to complete procedure. Hemopro cord will be returned. Replacement was requested.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.